Manufacturer narrative:
One powermax elite, part number 72200616 was received on 6/26/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Unit failed functional testing and gave a ¿motor stall¿ error when using a d2 control unit. Further inspection has found that the motor has seized and will not rotate. The unit was disassembled for further inspection, the gearbox was removed from the motor, additional testing has found the motor gearbox has seized, the motor will turn freely with the gearbox removed. The complaint investigation has concluded the cause of the complaint to be a defective motor gearbox. The device has succumbed to expected wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device became dangerously hot and an error code presented. There was no patient impact.